Event description:
It was reported that during a da vinci si beating heart revascularization procedure, the surgeon was unable to activate the monopolar cautery function using the surgeon console foot pedal. The system was power cycled and the connection was switched to another input, however, the surgical staff was unable to resolve the issue. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the technical support engineer concluded that the monopolar cautery activation issue experienced by the customer was associated with the energy activation cable that connects the electrosurgical unit to the surgeon console. An intuitive surgical clinical sales representative was onsite and repaired the system by replacing the affected energy activation cable. As of october 20, 2011, there have been no reported recurrences of the issue at this hospital.